Event description:
The user reported that beginning on (B)(6) 2019 the sound is intermittently fading in and out when using the device. This occurs even when using two different audio processors. The cable and microphone cover were exchanged but the issue was not resolved. Recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00405. For further information please refer to this report.